Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing inaccurate pump fill estimates. Blood glucose (bg) was 345 mg/dl at the highest for the event. Reportedly, a new cartridge was loaded to address the event. Additionally, it was reported that the customer experienced ongoing low bg of 48 mg/dl at the lowest. Reportedly, bg was due to settings and by the customer incorrectly guessing the amount of carbohydrate for a meal. The customer spoke with a healthcare provider regarding the settings. Bg was addressed with carbohydrates.